Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearing stack was missing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to insufficient loctite adhesive applied to the thread of the bearing stack during the manufacturing process. Thus, the bearing stack was not secured well enough during manufacturing process. This issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the attachment device had bad bearings. During in-house engineering evaluation, it was observed that the bearing stack was missing. There were no delays to the planned surgical procedure a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.